Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. The device will not be returned as it remains implanted. Without additional information the reported re-operation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm aortic bioprosthetic valve that required valve in valve intervention after an implant duration of 11 years, one (1) month. The patient was implanted with a 23mm bioprosthetic transcatheter valve through transfemoral approach. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Additional information received indicates re-operation was done due to prosthetic valve stenosis. The patient was reported in stable condition.